Event description:
This patient was admitted to the hospital with chest pain. Coronary angiography revealed that re-stenosis had occurred in a cypher stent that had been previously placed in the patient six months prior to this event. Balloon angioplasty was conducted to reopen the stent.